Manufacturer narrative:
It was indicated that the reported issue was resolved through on site troubleshooting, thus the product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported the bedside nurse used the root for a spot check bp and had very low readings; she then used a dinamap and had readings more in range with the patient's baseline and current clinical status. I asked her to try the root again, but it could not get a stable pressure reading and timed out. Since the root and dinamap were using separate bp cuffs (same size, but 2 separate cuffs), I asked her to switch them, putting the cuff from the dinamap on the root. She did and was able to get a bp reading in line with what the dinamap had been reading. We determined the issue was with the welch allyn cuff on the root. No patient impact or consequences were reported.